Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the head of the pipeline wouldn't open. Three attempts were then made to return the pipeline to the microcatheter and open the device again but the head wouldn't open. As a result the device was replaced with another of the same model which opened freely allowing the operation to be complete successfully. The patient was undergoing surgery to treat an unruptured, saccular aneurysm with a max diameter of 7.6mm and a neck diameter of 5.3mm. It was noted that the vessel tortuosity was moderate. It was confirmed that dual antiplatelet treatment was administered and the devices were prepared and flushed as indicated per the IFU. Post procedure angiographic results showed that the blood flow had slowed down. There were no related patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the issue was not determined?

Manufacturer narrative:
The pipeline flex was returned for evaluation within its outer carton; inside of a sealed bio-hazard bag and a shipping box. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. The distal and proximal ends of the pipeline flex braid appeared fully opened and no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.